Manufacturer narrative:
Siemens technical solution center (tsc) explained to the customer that the sample identification number can not exceed 14 characters. As stated in the advia 2120 hematology system operators guide and the host interface manual " sample identification number (14 characters maximum)'" . The customer resolved the issue on their own, no field service engineer (fse) was requested . The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
The customer ran two patient samples with sample identification numbers ( sid) consisting of 16 characters. The advia hematology 2120 stripped the last two digits of the sid and associated the results with another patient. The results were obtained on the patients samples. The results were reported to the physician(s), no corrected reports were required. There were no reports of patient intervention or adverse health consequences due to the duplicate sample identification.